Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for spinal pain. On (B)(6) 2018, it was reported that the patient had a problem with their monitor. The patient clarified that they were seeing an 8286 error code (indicative of an empty reservoir) on their personal therapy management programmer (ptm). The patient reported that they had been seeing the code for about a week prior to the date of the report. The patient had a pump refill scheduled for (B)(6) 2018. No symptoms were reported. No further complications were reported.